Manufacturer narrative:
Tablo instructions for use (IFU) warning and caution: check all bloodlines for leaks after the treatment has started. Keep access sites uncovered and monitored. Improper bloodline connections or needle dislodgements can result in excessive blood loss, serious injury, and death. Machine alarms may not occur in every blood loss situation. The actual device was not available; however, a photograph was provided for evaluation. Visual inspection of the photo did confirm a cartridge leak; however, the exact cause is unknown. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. A review of production records for this lot number did not note any related manufacturing nonconformances that would contribute to this event.

Event description:
It was reported that the cassette came apart at the blood segment and medication tubing and caused blood loss during patient treatment. Estimated blood loss was 500 cc. No patient adverse event was noted as a result of this incident.